Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The complaint cannot be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. Saline residue in tube, white substance on connector pins. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, the device functions as intended.the device was tested several times to ensure continuity of function. When tested no issues were found and was able to shut off with both functions. Since the reported condition was not confirmed and no defect found. The root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device u1907169 number, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the depuy lab via email that during a demo for soft anchor and dynatape during rf ablation they could not get the vapr tripolar90 suction electrode to shut off via hand-controls or foot pedal. Unplugged the device to turn it off, when plugged back in it turns back on. The device is now in quarantine. Additional information received reported we cycled the generator off and on and ablation was still stuck in the on position. We replaced the probe with a new one and that solved the problem so we believe the problem was with the original probe and not the generator or foot pedal.